Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
Follow up with customer (B)(6) 2014 indicates that no further occlusion alarms occurred. No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.